Event description:
Reportedly, during pt use, the ht50 ventilator shut down. The cause for the power interruption was due to a power surge issue. Upon the return of power, it was reported that during the 'loading' phase, the ventilator froze and did not ventilate. The pt was removed from the ventilator and manually ventilated before transferring to another ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
(B)(6): eval summary: the ht50 ventilator was received and inspected for any visual discrepancies, none were found. Upon connecting the unit to an ac power supply, there was a 'system error' message with a constant alarm. The reported failure was confirmed. The cause for this event is due to an abrupt shut down of the ventilator. Based on the monthly trend target complaint chart, ht50 complaints where the ventilator stopped ventilating are of low occurrence and the trend is under the established target limit. We will continue to monitor new complaints and trends of this type.